Event description:
Surgeon believes that due to pt obesity patella dislodged from bone and caused severe synovitis and anterior plastic wear osteoarthritis on tibial component, female pt is 71 yrs old.